Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is for the valve in valve procedure that occurred as the initial navitor valve was deployed slightly too deep. It was confirmed that the aortic root rupture was related to the non-abbott balloon aortic valvuloplasty, which occurred prior to the navitor valves being implanted. It was reported that on (B)(6) 2021, a 29 mm navitor tavi valve was selected for implant. Prior to device implant, a balloon aortic valvuloplasty was performed using a 24 mm non-abbott balloon. Soon after the valvuloplasty, the patient's blood pressure began dropping down and cardiopulmonary resuscitation (CPR) was performed. During CPR, a valve implant was quickly attempted but the deployment was slightly too deep. The cause of the fast deployment was because the patient's status was critical. Another navitor valve was then used in a valve-in-valve procedure but the patient was not recovering. The patient was placed on pump and echocardiogram (echo) revealed pericardial effusion causing cardiac tamponade and the aortic root rupture. The patient was converted to open heart surgery to perform an aortic root replacement, but passed away in the process on (B)(6) 2021. It was later confirmed that the aortic root rupture was due to the balloon valvuloplasty. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion causing cardiac tamponade, aortic root rupture and death were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.